Event description:
Customer reported false negative reactons with capture-r ready screen 4 (crrs) on a patient sample containing anti-k.

Manufacturer narrative:
The reactivity of the k antigen was confirmed on retention capture-r ready-screen 4, lot k127. The customer returned sample for investigation testing. The sample was tested on an in-house galileo with retention capture r-ready-screen 4, lot k127. The sample as negative. The sample was tetsed on capture-r select lot: sc060 with panocell 16 lot 03728. The patient's sample was nonreactive. The sample was tested by tube method using panocell 16 and was very weakly reactive at the antiglobulin phase with homozygous k+ cells. The event is related to the nature of the sample.